Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, on resection of the stomach, after two squeezes, the handle was locked and stopped firing. The staple line was incomplete distally. They changed the device to complete the case. There was no patient injury.